Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 24-aug-2022. Medwatch report # mw0504960000-2022-8017.

Event description:
It was reported that the bd autoshield¿ duo pen needle came out device. The following information was provided by the initial reporter: pen side of needle came out of device. Patient side of needle still intact.

Event description:
It was reported that the bd autoshield¿ duo pen needle came out device. The following information was provided by the initial reporter: pen side of needle came out of device. Patient side of needle still intact.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.